Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 413.365s. Lot: 2l92634. Manufacturing site: grenchen. Release to warehouse date: 15.january 2019. Expiry date: 01.january 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The received condition of the article does not agree with the complaint description since all the relevant features related to the screw were measured during this investigation and have fulfilled its specification according to the drawing. In addition, this complaint is rated as not confirmed since there is no evidence to support the allegation made in the complaint. Since no deviations were found in the documentation as well as during this investigation the relevant measurements performed are according to the specifications, which indicates that there is no manufacturing issue, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent high tibial osteotomy surgery for oa with the tomo-fix and the locking screw in question. Around (B)(6), the hospital confirmed that the screw backed out. On (B)(6) 2019, the patient underwent revision surgery in which the surgeon replaced the screw with a new one. There was no surgical delay. The surgeon commented that it was the first time for him that the locking screw backed out. The surgeon requested an investigation of the manufacture process. Also, the surgeon requested an investigation with a microscope, because it is possible that the locking mechanism loosened by micromotion. No further information is available. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity# unknown); tomofix tibial plate (part# 440.838s, lot# 2l27508, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report pc-(B)(4).